Manufacturer narrative:
On (B)(6) 2017, the lay reporter contacted lifescan (lfs) (B)(4), alleging that a onetouch verio pro plus meter was reading a blood sample as a control solution sample. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017, alleging that glucose was given in response to a ¿low¿. The reporter alleged that a result of ¿low¿, was obtained, then ¿333 mg/dl¿, 30 minutes after glucose was administered. ¿low, middle and high¿ were displayed after 1 hour and the test was not completed. The ¿200 mg/dl¿ was the result at the same time as ¿clt¿ test result was shown. It is unknown how the patient manages their diabetes, but the reporter denied any symptoms developing in response to the alleged meter issue. The reporter stated that in response to the alleged meter issue the patient was treated with glucose tablets/gel. The csr confirmed that the patient was unable/unwilling to carry out trouble-shooting. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio pro plus meter was reading a blood sample as a control solution sample. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017, alleging that they were taking glucose in response to a ¿low¿ reading. The patient reported that he obtained a result of ¿low¿, then ¿333 mg/dl¿ 30 minutes after glucose was administered, then ¿200 mg/dl¿ an hour later. It is unknown how the patient manages their diabetes, but they denied developing any symptoms in response to the alleged meter issue. The patient reported that in response to the alleged meter issue they self-treated with glucose tablets/gel. The csr confirmed that the patient was unable/unwilling to carry out trouble-shooting. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.